Event description:
A malfunction code was reported, identified as malf 12, with the fault ID 0x2071. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted in the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer understood and acknowledged.